Event description:
The manufacturer received information from a hospital facility alleging that the pt's caregivers turned the ventilator alarm volume down in response to the device alarm caused by a leak around the pt's tracheostomy. During the night, the pt became apneic and the pt's parents did not hear the device alarm. The pt passed away while on the ventilator. The device has not yet been received and evaluated by the manufacturer. At this time, we are unable to confirm if a malfunction occurred. A follow-up report will be submitted once the device is received and the manufacturer's investigation is complete.